Event description:
The MRI patient medication pump has been put out of service due to the recall of medrad tubing used with the pump. Patients that are on a medication infusion drip and are to have an MRI exam have to be processed differently. The medication will either need to be stopped if possible during the exam or a manual drip method will be used.